Event description:
Related manufacturer reference number: 1627487-2020-47931, 1627487-2020-47932. Additional information received identified the patient had the entire scs system successfully replaced with two new leads and a new implantable pulse generator. Postoperatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47931, 1627487-2020-47932. It was report the patient experienced ineffective stimulation. As a result, surgical intervention may occur later.